Event description:
The customer called for help in performing a control test. She performed 2 tests and received a result of 327 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.